Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This implantable cardioverter defibrillator exhibited low out of range shock impedance measurements. Data review revealed there were several attempted shocks, but triggered a shorted lead condition recording fault codes 1006 and 1007. Technical services recommended replacing both the device and lead. Currently this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of additional intervention and surgery. This report is being filed to include additional information in field b5.

Event description:
It was reported that, upon interrogation of this implantable cardioverter defibrillator after the patient presented to the emergency room, it was determined that this device had delivered multiple shocks and had issued a code 1004. This code indicates a shorted shock lead. It was also noted that 27 attempts to deliver tachycardia therapy had been aborted due to high voltage detected on the leads during charge. This resulted in the device issuing a code 1006. Lead impedance was reported to be low and out of range. A boston scientific technical services (ts) consultant discussed potential causes of the clinical observations and stated that the patient should be considered unprotected and both the device and lead needed to be replaced; ts reiterated that the lead could be shorted and that testing may not show that. The patient was admitted to the hospital. Tachycardia therapy was programmed off and the patient was fitted with a lifevest. An engineer reviewed a copy of device data and confirmed the device had issued a shorted lead indicator and recorded 13 high voltage charging issues during the episode under review. All told, 48 faults were recorded. Engineering provided an option to test for a shorted lead using a manual capacitor reformation. A ts consultant discussed options with the field representative. The system was later explanted. No additional adverse patient effects were reported. This device has not been returned for analysis. The patient later provided additional information indicating that he found that the lifevest restricted his day-to-day activities.